Event description:
It was reported that during a lap. Adrenalectomy procedure an error code 5 occured, they pushed standby and kept using the device. The device gave another error code 5 and when the device was checked the blade had broken off and fell into the patient. The blade was retrieved thru the trocar. The first device was used for about three hours before the first error code was received. A second device was pulled and the blade broke and fell into the patient and there was no error code given. The blade was retrieved thru the trocar. A third device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.